Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.